Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
The patient had prior ablations with original atrial fibrillation ablation in 2021 and a redo atrial fibrillation ablation front and back of left superior pulmonary vein. The patient is on the waiting list for pv stenosis. The physician alleges that the tactiflex catheter may have caused or contributed to the pulmonary stenosis as the physician exclusively used tacticath bi directional d/f for the af procedures previously.